Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. Device history record (DHR) review for part: 314.05; lot: a4d0506; manufactured by: synthes (B)(4); released to warehouse date: december 15, 1994; no nonconformance reports (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality investigation: the following investigations were performed: broken: visual inspection: visual inspection performed on the returned device observed minor crack at its tip circumference. Additionally, the small portion of the screwdriver handle was cracked and broken. No new issues were identified on other portions of the device. The complaint condition agree with the complaint description and the complaint condition was confirmed. Drawing review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and handle drawings were reviewed, and no design issues were identified. Dimensional analysis and document/specification review: dimensional inspection was not able to be performed due to post manufacture damage. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, including the raw material of the device which would contribute to this complaint condition. Conclusion: a definitive root cause for the given condition could not be determined from the provided information. However, it is likely that the given age of device (over 23 years) and any unintended forces during usage/handling could have contributed to this complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection in the central sterile on (B)(6) 2018, it was noted that the tip of the cannulated hexagonal screwdriver is cracked. There was no patient involvement. During product investigation by the manufacturer, it was determined that the device had a minor crack at its tip circumference. Additionally, the small portion of the screwdriver handle was cracked and broken. This report is for a cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).